Event description:
Inflammatory mass with adhesions: the pt is a 53 yr old male with a history of cholecystectomy, appendectomy and small bowel obstruction (sbo). On 9/11/97, he underwent an exploratory laparotomy to unobstruct the small bowel. The procedure was described as relatively easy. The bowel was soft and pliable with multiple adhesions. Prior to closure, one sheet of seprafilm was placed over the distal small bowel under the midline incision. The pt did well for 3 days and then developed evidence of a hard firm mass in the right lower quadrant. An x-ray revealed a mass which initially looked like colon cancer. The pt was re-op revealed a hard firm mass with adhesions and inflammation in the area were seprafilm had been applied. The surgeon was barely able to move the bowel in this area. The last 3/4 of the small bowel was a gelatinous mass. Approximately 5 feet of the small bowel and the colon appeared ok. The surgeon freed the bowel as much as possible and placed an osteomy. A biopsy revealed inflammation and necrosis. The surgeon feels that the pt had some type of inflammatory reaction to seprafilm.